Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited pause episodes. Upon review, it was noted that the device exhibited false pause episode resulting from undersensing. Loss of contact in the pocket was suspected. No intervention was reported. The patient was stable throughout.